Manufacturer narrative:
It is unknown whether or not the issue occurred during a surgical procedure. Therefore, patient involvement cannot be confirmed. Device product code xxx used to report unavailable code fqp (lamp, operating room). Device is an instrument and is not implanted or explanted. Per facility, the complainant part was discarded and is not available for evaluation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4) - manufacturing date: august 5, 1999. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a synframe lengthener instrument is missing screws. The reporting facility has no additional information pertaining to this event. Patient and/or surgical involvement is unknown. (B)(4).